Event description:
It was reported that the patient experienced a possible infection, including drainage, incisional wound opening, pain, redness and swelling at the device pocket. The patient was given an oral antibiotic and IV vancomyacin for two weeks. After two weeks the patient's pocket site was looking better, but was still concerning to the managing physician who ordered additional IV antibiotic infusions.

Manufacturer narrative:
(B)(4). Lead model 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; anchor model 3550-39, lot# n331046, implanted: 2012 (B)(6), explanted: na; accessory model 3550-29, lot# n284785, implanted: 2012 (B)(6), explanted: na; programmer model 37744, serial# (B)(4); programmer model 37754, serial# (B)(4).